Event description:
It was reported that a patient presented in ER due to inappropriate shock for atrial fibrillation with rapid ventricular response. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.